Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the stylet stuck inside the lead and could not be removed. The lead was not used.